Event description:
Death due to septic shock and bleeding through et tube. Pt had 5/6 antigen sibling donor transplant. Subsequently had graft failure. She did not respond to immunosuppression. Then received a second unselected transplant from the same donor. Pt developed pulmonary infiltrates with respiratory distress requiring intubation.